Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wrapping of the package was found torn during preparation for the procedure. Therefore; a new unit was used instead. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that a 100% visual inspection is done at the packing area; thus, any product with a torn pouch would be detected prior to release from the manufacturing facility. The IFU for this product states do not use if the package is broken, and storage instructions mention not to use if the product sterilization barrier or its packaging is compromised. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the wrapping of the package was found torn during preparation for the procedure. Therefore, a new unit was used instead". No patient involvement reported.